Manufacturer narrative:
Analysis of the information provided indicate that the cause for the discordant elevated mmb result is unknown. The siemens healthcare diagnostics headquarters support center representative evaluated the information and concluded that the elevated mmb values that are repeatable, discordant with other cardiac values and the clinical impression, and which recover lower values on an alternate method that are congruent with other cardiac values and the clinical impression, are consistent with a patient/method specific interference such as non-specific binding interference. The instructions for use for the mass creatine kinase mb isoenzyme flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The device is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, elevated mass creatine kinase (mmb) results were obtained on a patient's sample on the dimension exl 200 system. The results were not reported to the physician. The same sample was retested and repeated and discordant elevated results were obtained. The same sample was retested at an alternate facility and lower results were obtained. Patient treatment was not altered or prescribed on the basis of the discordant elevated mass creatine kinase (mmb) results. There are no reports of patient intervention or adverse health consequences due to the discordant elevated mass creatine kinase (mmb) results.